Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones. Upon further investigation the tones were due to an alert for out-of-range (oor) left ventricular (lv) pacing impedances. Technical services informed that the device will continue to emit tones every six hours until the alert is cleared by a programmer. At this time, the device and lv lead remains in service. No adverse patient effects were reported.